Manufacturer narrative:
Based on the claim against the product by the customer noting endoscope flipped, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer removed the endoscope, erase guided tool change, installed the endoscope and the correct orientation was confirmed. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope kept flipping when installed onto the universal surgical manipulator (usm). Prior to calling, the customer attempted to troubleshoot the issue without resolving. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer remove the endoscope, erase guided tool change, and installed the endoscope. The correct orientation was confirmed, and the tse remained on the line while they confirmed. The system was ready for use. The procedure was completed with no reported injury.